Event description:
It was reported that a patient implanted with an impella cp experienced a decrease in platelet count. The patient had just begun to receive heparin. The heparin was replaced with argatroban to resolve the heparin induced thrombocytopenia. The patient decompensated shortly after and expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿